Event description:
Reporter is patient who states, that in 2005, she was diagnosed with entamoeba. At that time, she suffered from a painful right eye that wouldn't open with loss of vision worsening by the day. She was hospitalized for five days and seen by an ophthalmologist to figure out why her sight was deteriorating. Cultures were positive for bacteria. She states, that her treatment course has taken 8 mos of regularly scheduled doctor appointments that were daily the first month requiring eye drops so frequently that for 2 weeks, she went without any sleep. Eye sight has improved, but there's still a slight loss in her vision. She plans never to wear contacts any more, and she wants to be a part of a class action suit against the manufacturer.